Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was hospitalized in (B)(6) for a low blood glucose of 21 mg/dl. She was treated with a glucose IV and a glucagon shot, and her blood glucose then increased to over 200 mg/dl. The customer mentioned a total of three low blood glucose hospitalizations in the month of (B)(6). The customer also mentioned waking up to a low of 44 mg/dl this morning despite her blood glucose being 300 mg/dl last night. The customer mentioned that she has gastroparesis and that she boluses after her meals. Troubleshooting was initiated to inspect the insulin pump and no apparent anomalies were found with the device or its settings. A displacement test was performed and the device passed. However, the insulin pump will be returned for analysis due to the multiple hospitalizations.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump was able download properly using carelink pro and thds ii. The insulin pump was programmed 2.0 units fix prime with water reservoir and the water did exit the infusion set. No delivery anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.